Event description:
The pt had a shoulder surgery in 2005. Four months later he complained of pain and an acromioplasty was performed. During that surgery a portion of the device was found in back of the shoulder and removed. The labrum was healed and had good fixation. No injury or articular damage caused by the implant was detected.